Event description:
A dailysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt was asymptomatic and the problem was discovered post treatment. Based on the pre and post weights reported and what the machine had indicated was removed, there was a weight loss variance of approx 1.4 kg. There was no serious injury or illness.